Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, wear abrasion, and yellow particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified a smooth crease opening on posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as a fold flaw opening.

Event description:
Additionally healthcare professional reported "crease/folding of implant."